Manufacturer narrative:
Performed occlusion and manual prime tests on one opened and used reservoir. Reservoir passed per specifications with no occlusion noted during analysis. Checked snap-cap and septum for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that insulin from the reservoir leaked. The blood glucose reading was 193mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.